Event description:
An abstract from reports that 24 restenotic lesions were observed in 22 pts that received cypher stents. Info regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis.

Manufacturer narrative:
This device crs xxxx (lot unk) is distributed outside the united states; however, it is similar to the united states product cxs xxxx. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.